Manufacturer narrative:
The returned device was evaluated. During this testing the unit was able to power on using both ac and battery power. Failed display segments were observed on the top middle row of led digits. The device was able to obtain measurements and alarmed audibly and visually under alarm conditions. Internal inspection showed led segment in component d has failed on the instrument board, resulting in the display segment being blank. A service history record review reveals that this unit was in the field for over one (1) year with no previous reported issues related to this reported event.

Event description:
The customer reported that the display screen is missing a light. No patient impact or consequences were reported.